Event description:
It was reported that a pt experienced vocal cord paralysis as a result of vns. The pt went to a surgeon for a consultation, and the surgeon programmed the pt's device off. Good faith attempts to obtain add'l info have been unsuccessful.